Event description:
Male had ivc filter placed for right dvt. This pt had CT scans of abdomen and pelvis done in 2007 and one month later, which both showed the presence of the ivc filter. Subsequent CT of abdomen and filter. Subsequent CT of abdomen and pelvis performed seven months later, showed one limb of the ivc filter within the lateral segment of the left lobe of the liver.